Manufacturer narrative:
A product development evaluation was completed: the returned screw piece was used and broke during a revision of a metatarsophalangeal fusion with bone graft and the broken screw shaft was left in the patient and therefore not available for evaluation. What remains, shows evidence that extreme torque has been applied to the screw completely deforming the threads of the variable angle locking head and the remaining screw shaft. The original length cannot be determined and was inspected dimensionally and determined to be of the 2.4mm variable angle locking screw series 02.210.110-02.210.158 per review of the relevant drawing. It is likely that the method of use when inserting the screw rather than a design deficiency has led to this confirmed complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw broke during a revision of a metatarsophalangeal fusion with bone graft. The original procedure was performed on an unknown date. During the revision, while implanting the screw through the plate into the bone, the screw broke at the junction of the head and shaft. The broken shaft of the screw was left implanted in the patient. The procedure was completed successfully with no delay in the procedure. This report is for one unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for 1 unknown locking screw/unknown lot. Partial part number provided: 02.210.xxx. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.